Event description:
It was reported that the customer was hospitalized for four days due to an animal bite. While hospitalized the customer had blood glucose levels if the 30mg/dl range. Customer declined troubleshooting. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.